Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. There was occasional random rv signal noise observed, which was sensed and led to a few seconds of pacing inhibition. The noise was reproducible with pocket manipulation and coughing. The patient was dependent, and it was decided to replace the lead. The lead was capped and abandoned, and a new rv lead was successfully implanted. No additional adverse patient effects were reported.